Manufacturer narrative:
The medwatch states that the reported event occurred in (B)(6) 2011 however, steris did not receive the submitted medwatch report until (B)(6) 2018. Steris reviewed the service history for the equipment subject of the medwatch which indicates that steris inspected and repaired the light for the event in 2011. A service request was opened on (B)(6) 2011 stating, "the customer reported exposed wires at the rotating elbow of harmony control center". A steris service technician arrived onsite on 10/3/2011 to inspect the surgical light. Prior to the technician's arrival the user facility's biomed attempted to repair the surgical light and had cut both ends of the damaged connector/exposed wires and removed the light from service. The steris service technician inspected the surgical light and found the overheating issues appeared to be the result of a loose connection in the two mating connectors located at the intersection of the light head and the spring arm yoke. The loose connection may be attributed to improper installation procedures. Preventive maintenance and service is performed by the user facility. The steris technician repaired the surgical light, tested the unit and returned the device to service. No additional issues have been reported. Steris has not received any service calls or performed any preventive maintenance on this light since 2011.

Event description:
The user facility reported via medwatch (B)(4) that their surgical light sparked and damaged the plastic housing. No patient was present during the time of the reported event. No injury or procedure delay was reported.